Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the thunderbeat's lower probe jaw of detached during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken at the proximal end. The tissue pad in the grasping section was worn away. A definitive root cause could not be identified. The probe may have broken because during the output activation in seal & cut mode, a spark was generated at the distal end of the probe due to slight contact with a thin equipment or a force, cracks occurred in the probe due to the load applied to the probe during tissue grasping and seal & cut output, or continuous use of the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.